Manufacturer narrative:
Corrected data. Device expiration date. Device manufacture date. Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 13 days. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad)on (B)(6) 2016. It was reported the patient arrived in ER following hemorrhagic stroke, upon ER arrival, patient was noted to have inr in the 3-3.5 range. And subsequently passed away on (B)(6) 2018 after vad coordinator turned off hmii lvad pump. The patient experience an intra-cerebral hemorrhage. Inr was 3.78 on arrival to the ec, patient was on coumadin therapy. A CT was performed that discovered the hemorrhage, labs were drawn but nothing conclusive except for a positive cannabis on ua and aforementioned inr. The patient¿s anticoagulation was reversed and patient went for a craniotomy/evacuation once inr was reversed. No autopsy will be performed pump will not be returned. The attending doctor believes there are multifactorial causes, the doctor believes it was the cannabis that drove his inr up since we have not change the regimen. The doctor does not believe it was pump related¿. No additional information provided.